Event description:
It was reported that during a ptca/ stenting treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was a calcified, 99% stenotic lesion in the mid to distal right coronary artery (rca). The dr used an 8f medikit introducer sheath for vascular access and a fielder 0.014" guidewire and an 8f mach 1 fcr4sh guide catheter to cross the lesion. The dr performed ptcra intervention at 180,000 rpm in the mid to distal rca, then performed predilatation of the lesion with a voyager 2.5/20 mm balloon. He then deployed a cypher 2.5/28 mm stent in the distal rca, a cypher 3.0/28 mm stent in the mid to distal rca, and a cypher 3.0/23 mm stent in the proximal to mid rca. Thereafter, it was noted that the mid rca blood flow was compromised, so the dr inserted the maverick otw 15/2.00 mm balloon through the strut of the cypher stent and inflated it to 4 atms for 30 seconds. He then inflated the same balloon to 4 atms for 30 seconds in the proximal rca. Thereafter, the dr treated the mid to distal rca with the delivery balloon of the cypher stent. At this time, it was noted that the flow to the proximal rca was compromised. The dr attempted to inflate the maverick otw 15/2.0 mm balloon to treat this lesion, but was not able to cross into the proximal rca. The placement of the guide catheter in the rca was temporarily lost, but once reestablished, the maverick balloon was delivered to the lesion site and inflated to 4 atms. Following ptca treatment, the dr was unable to deflate the balloon with the everest deflation device. Partial deflation was achieved by applying negative pressure with a 10 cc syringe. The balloon was successfully removed against resistance due to partial inflation. No pt injuries or complications were reported. Pt status is reported as 'good'.